Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, the device was found to be in back up mode (bvvi), possibly due to a lightning strike that the patient experienced or due to interference between the merlin@home transmitter and the device. The device's settings were successfully restored and the patient was stable.